Event description:
New information received notes that the patient presented to the hospital for a lead extraction procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit insulation break near the clavicular area which was confirmed visually by the physician. The rv lead was explanted and replaced on (B)(6) 2025. The patient was stable post-procedure.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited decreased r-waves values, increased capture threshold resulting in loss of capture and noise oversensing resulting in pacing inhibition. No changes or interventions were done. The patient was in stable condition.